Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the chair has no power and when he tries jumper the recline motor, it starts sparking and smoking.